Event description:
The user of the suspect device wrote a letter and stated that the device was inaccurate. They said it read consistently in the 300's mg/dl. They also said the device gave pt three different readings in a row - 345, 134, and 255 mg/dl. They alleged that their insulin was increased when it was not necessary to do so. They returned the device to a hospital, therefore no product information is available.